Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak at the temperature port of the xlung kit 230 that occurred 60 minutes after the initiation of extracorporeal membrane oxygenation support. The physician decided to exchange the kit resulting in a blood loss of approximately 500 ml. Provided video evidence showed a small leak at the luer-lock connection of the temperature probe port. The sample was not available for product investigation.

Manufacturer narrative:
H4 plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production showed no non-conformity during the manufacturing process. The trend analysis showed one similar complaint under the same batch number. The complaint sample was not available for evaluation. Due to 100% leak testing, it is highly unlikely to detect a failure in the retention sample. Reportedly, the luer cap was not changed, however, provided photos do not show the original cap (8200739). Because the complaint sample was not available for evaluation, a definitive cause of the described leak could not be determined. Based on the available information, a crack in the blood sample port could have caused the leak. Material stresses may occur during the injection molding process and cracks can subsequently be caused by the release of material stresses, for example, during handling, e.g. Tightening of the connection or transport. The oxygenators for this xlung kit 230 cn were produced in september 2022. The injection molding tool for the oxygenator housing has been replaced since then with start of production in december 2023

Event description:
A user facility reported a blood leak at the temperature port of the xlung kit 230 that occurred 60 minutes after the initiation of extracorporeal membrane oxygenation support. The physician decided to exchange the kit resulting in a blood loss of approximately 500 ml. Provided video evidence showed a small leak at the luer-lock connection of the temperature probe port. There was no indication of resulting patient injury. The sample was not available for product investigation.